Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is the surgeon's decision to remove the implants as a precaution. There were no problems with the implants. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7040m-90, lot# 2628151, mfd. 02/02/18, exp. 2023-02-02, gtin (B)(4). 2nd (inferior): ifuse implant, p/n 7035m-90, lot# 2628141, mfd. 02/06/18, exp. 2023-02-06, gtin (B)(4).

Event description:
The patient was obese and had a history of prior infection. The patient had right side si joint arthrodesis in (B)(6) 2018 where two implants were installed after removing previous different preexisting hardware in the joint. The patient's si joint pain complaints resolved after the procedure. The patient has history of lumbar fusion prior to the si joint arthrodesis. The patient developed a sore (open wound) in the upper outer quadrant of the left buttock. After this the patient developed a systemic infection and infection of the lumbar hardware. In (B)(6) 2018, the surgeon removed the lumbar hardware. The lumbar hardware tested positive for e. Coli. He also removed the si joint implants solely as a precaution. The si joint implants tested negative for any infection. There were no problems with the implants. The surgeon decided to remove the implants solely to limit potential problems in the future.